Event description:
It is reported that the patient is experiencing trouble walking and lower back pain that radiates from her hip to thigh.

Manufacturer narrative:
Evaluation summary: the product compatibility is unknown. Neither x-rays nor surgical notes have been provided for review, therefore the component fit and orientation is unknown. Attempts have been made to obtain additional information however no information has been received to date. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. With the information provided a definitive root cause cannot be determined. Evaluation: review the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.